Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery. The physician advanced the 38mm x 4.00mm ion stent delivery system (sds) to the target lesion, however the sds was unable to cross the lesion. Upon removal of the device it was noted that the stent struts were lifted. The procedure was completed by dilating the lesion with a 3.5x20 nc quantum balloon catheter and using a non-bsc guide catheter, an unspecified 4.0x38mm stent was deployed in the target lesion. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).